Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
"Nitro cryo gun is blowing nitro back through trigger. It was working great until now. Don't want someone to inadvertently burn hand because it's not functioning correctly." Customer noticed before the procedure, marked yes for potential health risk "potential to burn hand".